Manufacturer narrative:
The customer's calibration, qc, system alarm trace, and sample pre-analytical details were requested but not provided. The customer provided a patient's sample for an investigation. The investigation reproduced the customer's ft3 result. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed, streptavidin. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The patient's sample was requested and provided for further investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The patient's ft3 results were reported outside the laboratory. The patient's physician asked for a re-measurement of the sample. The patient's sample was provided for an investigation and was tested on a cobas e 411 immunoassay analyzer, cobas 8000 e 602 module, and a cobas 8000 e 801 module. Also, the sample was outsourced and tested on a siemens centaur analyzer.